Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive and negative internal flow verification and the fio2 sensor receptacle verification proximal pressure test. A "ventilator alarm" occurred and e-202 was confirmed in the event log. In addition, dust and dirt was confirmed. Therefore, the fio2 tubing, the flow sensor, the speaker assembly, system pca and the muffler assembly were replaced to address the issues.